Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an innova stent delivery system and no other devices. The outer shaft, middle shaft and the remainder of the device were checked for damage. The outer shaft was kinked at the nosecone. A kink was noticed on the outer sheath approximately 72 cm from the marker band. There also were two kinks on the inner shaft, one at 9.5 cm and the other at 15 cm from the tip. The stent was not returned for evaluation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent shortening occurred. Vascular access was obtained via a contralateral approach. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). A 6 mm - 180 mm/130 cm innova stent was advanced to the target lesion and deployed. However, stent shortening occurred, thus another 6 mm - 100 mm/130 cm innova stent was placed to complete the procedure. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Updated: describe event or problem. (B)(4).

Event description:
It was further reported that during the procedure, predilation was performed. The thumbwheel was used with normal force until the white arrow was visible. Then the pull grip was used to deploy the stent. Another 6x100x130 innova¿ stent was placed overlapping the previously placed 6x180x130 innova¿ stent.